Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), noise and fluctuating pacing impedance. A lead fracture is suspected. The lead currently remains in use. No patient complications have been reported as a result of this event.